Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of zero days due regurgitation still present. Repair failed, due to tethering of leaflets. Replaced with prosthetic valve.